Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a power (no power) issue. It was reported that there was no power in the pump. There was no allegation of an adverse event with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up # 1 date of submission 10/17/2017 device evaluation: the device has been returned and evaluated by product analysis on 10/09/2017 with the following findings:during investigation, the pump powered up with functional auditory and vibratory features. A review of the pump black box data showed evidence of unexpected pump reboot events. During visual inspection, it was observed that the returned battery cap was undamaged and able to fit securely to the pump. The keypad was unresponsive; the investigation was unable to move past verify screen and was unable to complete some steps of the investigation. The audio bolus button was unable to be tested due to an unresponsive keypad. The keypad was removed and no contamination was found. The investigation was unable adequately investigate the initial complaint about a power issue due to an inability to run the 24 hour basal program and additional failures. The pump¿s cover was removed and there was moisture ingress was found in the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).